Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a black, round, loose particulate matter inside the cassette. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The cause of the particulate matter was related to manufacturing possibly burnt plastic / sheeting from a hot plate during the welding process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the sample evaluation, loose particulate matter was identified inside the amia cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.